Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer went to the emergency room on (B)(6) 2015 and was admitted on (B)(6) 2015, for a non-diabetes related issue. The official cause of death was aspiration pneumonia, contracted while in the hospital. The caller did not know the customer' blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the spouse removed it on (B)(6) 2015 at the time of going to the hospital. The hospital did not know how to operate the insulin pump. The customer was using sensors but was not wearing one at the time of death; it was disconnected on (B)(6) 2015. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller agreed to return the insulin pump for analysis after (B)(6) 2015, when they return from a trip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. The insulin pump was received with battery. Data analysis: from (B)(6) 2015 the daily insulin total = 0.0u.